Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and resumed insulin therapy. The customer blood glucose level was 501 mg/dl with moderate ketones. Elevated bg was addressed by correction bolus via pump.